Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed and reproduced based on the field evaluation. The fse replaced the arm to resolve the issue. The system was tested and verified as ready for use. Isi received the arm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The unit passed in normal mode. Then installed sterile adapter, cannula and instrument on the arm then pressed insertion clutch to move carriage downward with no issue and no blinking yellow leds. Cannula mount on the unit was intact and no sign of fluid intrusion but further investigation showed one of the cannula cam lever was not actuating properly when pressing the cannula release lever. Cam levers were not stuck but potentially had a mechanism issue inside the assembly.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, arm4 was alarming yellow. Technical support engineer (tse) asked the customer to furtively press the port clutch, in case someone accidently damaged the arm. The symptoms persisted. In addition to the yellow arm, system was beeping nonstop. Further troubleshooting was performed, however, the issue persisted. In the meantime, surgeon decided to continue with procedure. She can perform it without arm 4. Tse guided them to stow arm4 to avoid the continuous beeps, but they are not able to stow it. Surgeon wanted to resume surgery without any further troubleshooting now. They started to have this issue one hour and a half ago before calling technical support. Tse offered them to stow and restart, or eventually disable arm4 but they didn't want to now. The procedure was converted to open surgery with no reported injury. The system was inspected prior to use. The issue occurred after 10 minutes of the procedure and caused a delay of 1 hour. System error 25759 was displayed. The surgeon decided not to continue with 3 arms and converted the procedure to open thoracotomy. The total operative time was 5hr 40min. The procedure was completed and the patient is doing fine.